Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok" disposable syringe with bd luer-lok" tip leaked from a crack in the barrel when drawing up saline. The following information was provided by the initial reporter: "syringe leaked - cracked on the side when drawing up normal saline. Leaked out the side. So 6 doses of pfizer vaccine was wasted."